Manufacturer narrative:
The deepsite light was installed in july of 2008 and is approximately 10 years old. The light is not under steris service agreement for maintenance activities. A steris service technician arrived onsite to inspect the deepsite lighthead and identified the user facility utilizes diversey virex ii disinfectant cleaner for cleaning and disinfecting the lighting system. Diversey virex ii disinfectant cleaner has not been tested for compatibility or effectiveness with the materials in the light as stated in the operator manual. The operator manual states (pg. 6-1), "caution-possible equipment damage hazard: use of any disinfectant solution other than those listed here may cause discoloration or deformation: germicidal surface wipes disinfecting/deodorizing/ cleaning wipes. Cleaning solutions other than those listed have not been tested for compatibility or effectiveness. Always follow manufacturer instructions for concentrations and use of cleaning products." Additionally, the operator manual states (pg. 6-1), "caution-possible equipment damage hazard: cleaning and disinfecting agents used on this lighting system must be certified by their manufacturer to be compatible with the following material: polycarbonate, polyetherimide, santoprene" and "do not spray any cleaning product directly onto the lighthead, modem chassis, or any system components." The technician counseled user facility personnel on the proper use and operation of the light and the importance of proper cleaning practices.

Event description:
The user facility reported that during a patient procedure paint was "chipping" from their deepsite lighthead connected to the harmony la500 lighting system. The paint did not fall into the sterile field and the case was completed successfully. No report of injury or procedure delay.